Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the pace/sense channel which was oversensed and result in inappropriate anti-tachycardia pacing (atp) therapy. It was also reported that the pacing impedances have decreased to less than 200 ohms. The patient underwent a revision procedure and further testing indicates a lead issue. The patient was unable to have a new rv lead placed as they were occluded. The patient is scheduled separate revision procedure at a later date. No adverse patient effects were reported.